Event description:
The customer reported that the insulin pump had physical damage. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated there were chips and pieces missing around the battery cap. Customer stated that there was a piece missing on the top of the battery compartment. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.